Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead impedance slowly declined and low. It was also reported the ra lead sensing slowing declined, undersensing and apparent insulation failure. The ra lead remains in use. No patient complications have been reported as a result of this event.